Event description:
The event is reported as: during surgery the needle tip of the device was deployed into pt's vaginal vault and was imbedded. The surgeon elected not to remove it. No pt injury or intervention reported.

Manufacturer narrative:
Evaluation: method - other - no lot number and no product number was provided, based on this , no device history review can be performed at this time. Results - other - no results can be defined. Conclusions - other - no root cause can be established due to lack of information about the product code and lot number to perform an investigation. No sample available for evaluation. If a lot number and product number becomes available at a later date, this investigation will be re-opened accordingly.